Manufacturer narrative:
Qc was acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas 6000 e 601 module. The result from the first sample tube was 7.30 ng/l. The result from the 2nd sample tube was 77.41 ng/l. The 2nd sample tube was repeated with a result of 4.92 ng/l. The result from the 3rd sample tube was 4.64 ng/l. The result from the 4th sample tube was 5.63 ng/l. The questionable high result from the 2nd sample tube was reported outside of the laboratory. The troponin t hs stat reagent lot number was 59638100 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was acceptable with no alarms. Quality control results were within specified ranges. The sample draw volume was found to be much shorter than recommended for the specified tube. Upon review of the alarm trace, "abnormal probe sucking" and "sample short" errors were observed. The field service engineer performed a calibration reset, photomultiplier high voltage adjustments, and a blank cell calibration. These adjustments are not related to the reported event. Instrument testing was performed and passed successfully. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.